Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process the customer observed insulin exiting the tubing after 17-18 units. Reportedly, drops of insulin will stop for 10-15 seconds then reappear. The customer's blood glucose (bg) level was 300-520 (mg/dl) with large ketones. Insulin pens were used to address bg level. The customer confirmed the load process was completed successfully and insulin delivery was resumed.